Manufacturer narrative:
Additional narrative: the unknown rod was received at us cq. Visual inspection showed the unknown rod was received stuck inside the chuck and also the rod was broken. The broken piece was not returned. No other issues were identified with the returned device. The complaint condition was confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inserting the unknown nail, the driving cap/threaded tip broke off in the radiolucent insertion handle. Additionally, when pulling out the unknown reaming rod with the universal chuck the shaft of the handle started to unscrew and would not loosen from the reaming rod. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. Concomitant device: unknown nail (part# unknown, lot# unknown, quantity 1). Unk - reaming rods (part 03.033.001, unknown, lot# unknown, quantity 1). Radiolucent insertion handle frn (part# unknown, lot# l551419, quantity 1). This report is for one (1)unk - reaming rods. This is report 3 of 3 for (B)(4).